Manufacturer narrative:
H6: added code f1903.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 57 year-old female patient presenting with acute myocardial infarction and cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. Extracorporeal membrane oxygenation (ECMO) was also in place, with ECMO being the primary hemodynamic support device with the impella being utilized for left ventricular venting. During support, bleeding was reported from the impella access site at the right axillary artery. The bleeding was managed with manual compression and temporary cessation of heparin administration. Blood products were administered, and hemostasis was achieved. While on support, at p-level 5 the device was running with expected flows of 3.0 liters/min. Despite stabilization of the access site bleeding, the patient¿s condition worsened due to poor neurological prognosis, and the patient expired on support. Following follow-up with the treating physician, it was reported that the patient developed an intracerebral bleed in correlation with the patient¿s treatment, which led to the decision to terminate therapy. The patient underwent computed tomography, which confirmed the presence of cerebral bleeding. The patient expired shortly after this diagnosis. Additional contributing factors included prior cardiopulmonary resuscitation, anticoagulation therapy, and extracorporeal membrane oxygenation support. The death is conservatively being reported; however, it is most likely attributed to the patient¿s underlying critical clinical condition and intracerebral hemorrhage.

Manufacturer narrative:
Complaint coding was updated, corrected to better reflect the reported event and is based on initial information. As a result, h6 health effect - clinical/impact and medical device problem coding were corrected, fully populated accordingly. Additionally, information regarding device noted it is available and has been returned (still pending receipt as the date of this MDR writing).